Manufacturer narrative:
Concomitant products: product ID 8709, lot # j10811r10, implanted: (B)(6) 2001, product type catheter. (B)(4).

Event description:
It was reported the patient experienced withdrawal about eight years prior. The patient had a smell that was nauseating, was vomiting and had diarrhea. The patient was hospitalized. One of the sutures on the catheter had broken.